Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the pacemaker was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Observation was not confirmed as pacemaker operated normally during testing.

Event description:
Boston scientific received information that this patient with pacemaker complained of pain at the pocket. The patient insisted the removal of the device. The device was explanted. All the leads and device tested within normal limits. No indication of infection. No additional adverse patient effects were reported.